Event description:
It is reported that the fms was inserted on the patient with multiple medical issues and on a ventilator. The fms was inserted related to diarrhea upon admission, the patient developed a gi bleed during use resulting in the transfusion of two (2) units of blood. A gi scope identified an ulceration where balloon sits and the source of the bleeding. It is also reported that the balloon was inflated with 40-45 mls, and the flexiseal had been in for about 14 days. Patient is stable and remains in ICU.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury based on the reports of evidence of an ulceration where balloon sits and the source of the bleeding. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.